Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 2/22/2021. Section h3: device returned to manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Upon evaluation all the components were correctly engaged, the plunger was in a partially advanced position, and the pushrod looks centered. No assembly error and/or defect related to the manufacturing process was identified. Traces of lubricating material were observed in the cartridge. The tip of cartridge was damaged and deformed and the lens got stuck at the cartridge tip. The reported issues were verified; however, based in the evaluation of the sample returned it is not possible to determine that the reported issues are related to the manufacturing process. Product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Discrepancies were found during the mrr (manufacturing record review). The search revealed no additional complaint from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) got stuck in cartridge while deploying it and then got twisted in the device. There was no patient contact. This event was reported during handling and prior to insertion into the eye. After the inserter was prepared, there was a delay in the surgery before an attempt was made to advance the lens. It was also noted that the technician isn't used to operating new lens. No further information available.